Event description:
It was reported that the patient had a micl 12.6mm implantable collamer lens implanted in right eye on (B) (6) 2009. As part of the postmarket study, the patient reported he was experiencing halos around lights in low-light conditions. The icl remains implanted. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available. See MFR # 2023826-2010-00367 for the left eye.

Manufacturer narrative:
(B) (4). Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B) (4).